Manufacturer narrative:
Patient weight is not available for reporting. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Device is not expected to be returned for manufacturer review/investigation. Device history record review for part #: 456.353s, lot#: 7175828 (sterile), quantity (B)(4): manufacturing location: (B)(6), manufacturing date: 21-jan-2013, expiration date: 31-dec-2021. No non conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a repair of a hip fracture using a trochanteric fixation (tfn) nail and a lag screw performed on (B)(6) 2016, the internal mechanism of the nail was not fully tightened. It was reported that subsequently, the surgeon overtightened it and it was not engaging with the lag screw. The surgeon removed the nail and lag screw (both intact) and replaced them with another tfn nail and lag screw. Due to the reported events, there was a 10 minute surgical delay. There was no harm to the patient and no additional medical intervention required. Concomitant devices reported: 11.0mm titanium trochanteric fixation nail screw 100mm - sterile (part # 04.032.100s, lot # h171657, quantity 1) . This is report 1 of 1 for com-(B)(4).